Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 486 mg/dl. Customer's blood glucose value was 381 mg/dl at the time of the call. The customer stated she woke up with a blood glucose of 237 mg/dl, states that she entered her carbs and bloused however, at 8:55 am her blood glucose was 486 mg/dl and at 9:30 am the blood glucose come down to 381 mg/dl. Customer was getting raised balloon type bubbles on the skin, she thought that it was a bubble of insulin because her blood glucose was 300-400 mg/dl and she thought maybe she wasn't absorbing the insulin, but the health care professional said that it was not insulin bubble, but just a blister. Per health care professional's recommendation sending samples of another infusion set. The insulin pump was not returned for analysis.